Manufacturer narrative:
(B)(4). Date sent: 11/23/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx125c device was received with no apparent damage. In addition, a piece a dried tissue was returned inside the bag. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: an internal rapid response call was held on (B)(6) 2021 to include post market surveillance, customer quality, quality engineering, sales, medical safety, marketing, design engineering, and local associates to discuss opening issues with the enseal x1. The device jammed in the middle of the procedure. Then the device had to be cut out since the surgeon could not re-open the device ¿ the device was locked on the tissue. Once the device was removed, it was bagged. It was the surgeon¿s first time using the device. The training with the surgeon was a bit rushed and short but all the steps for use was covered. The surgeon operating the x1 was coming into the surgery to assist the operating surgeon. So, the surgeon does not have a deep dive training at this point. More information will be obtained from the rep who was present at the event, along with the type of tissue. As mentioned in the initial complaint, enseal was working throughout the procedure with surgeon 1 (gyn onc) with no issues, this was a very complex oncology case involving a large mass which was very stuck down low in the pelvis. This led to the patient requiring an ap resection which required the need for the on-call colorectal consultant (surgeon 2) to come and assist. He was mostly using a diathermy pencil at the bottom end to dissect around the perineum and gain access to the rectum. He asked to use the enseal which was already open, although he had not said before the case that he would need an advanced energy device. Therefore, I had to quickly inservice him whilst he was continuing to operate on how to use the device, he had not used it before and is a current thunderbeat user. The device worked well for the first few bites, where I continued to direct him on steps to use. He then took a bite of what I believe was fatty tissue, device closed and completed the seal cycle, but then the handle would not open. He depressed the cut button again which also remained partially closed, but this would still not release the handle. He tried squeezing the handle and the knife blade button together and releasing but this did not release the handle. He then proceeded to use the diathermy pencil to cut around the jaws which were still firmly clamped over the tissue, to remove the device. I then took the device, and packaged it without cleaning or removing any tissue. On questioning the surgeon, he did not feel that the tissue was very thick. There was nothing near that could of got caught in the handle of the device, ie. Gown/drapes the device was not torqued at an unusual angle. The only thing I observed was that he may have attempted to release the handle at the same time as the knife blade. Both appeared partially open on inspecting the device after it was handed out to me. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ap resection, device handle became jammed closed following activation and knife button depressed. Surgeon was unable to open handle and therefore had to cut around the device to remove from the patient. The procedure was prolonged 5-6 minutes. No adverse affects. Surgeon continued use with an alternative device.